Manufacturer narrative:
Aquacel/aquacel ag - surgical cover dressings. Dressing, wound, hydrophilic. Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Although a photograph (s) has been received, no evaluation will be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. Complainant was unable to provide the model number, lot number or product sizing information. Therefore, we are unable to determine the specific manufacturing site. Two (2)  potential manufacturing site numbers are listed below. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user was diagnosed with an allergic reaction after using one of convatec¿s bandages for approximately five days following hip surgery. He further reported that the surface skin below the incision was breaking down and bonding with the adhesive causing a yellow discharge and severe pain. Several layers of skin were removed when the dressing was removed. End user reports he was transported to the hospital and diagnosed with an allergic reaction by the attending physician. He was given 10mg of morphine due to the pain and released back to the rehab center. Photos depicting the reported complaint issue were provided by the complainant.